Event description:
Epidural catheter set had incorrect luer lock adapter. Adapter supplied occluded catheter lumen when applied. As a result, pt underwent a second epidural (for labor) catheter insertion.